Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Event description:
A customer from (B)(6) alleged false positives for ex20ins for three samples (ffpet) with cobas® egfr mutation kit v2. One patient sample generated a double mutation (ex19del and ex20ins), and two patient samples generated single mutation (ex20ins). One of the three samples was later tested on oncomine next generation sequence (ngs) and generated negative results for ex20ins. Raw data files and additional information was requested but not available. The latest sample which occurred on (B)(6) 2021 will also be tested with oncomine ngs however no further information was available on the results. Customer also stated concerns that the amount of samples may be insufficient to perform ngs. No harm was indicated. An investigation was conducted to evaluate the customer issue.